Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-11 (B)(4) (con): information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient needed manufacturer representative (rep) to meet with because his battery has not worked in approximately 1 year and there was overdischarge. Patient¿s compliance led or contributed to the issue. A physician mode recharge (pmr) was initiated x 2 and the battery was fully charged. However, it would not keep a charge and depleted by the next morning and the rep was unable to reset the battery. The patient had a follow-up appointment with their healthcare provider (hcp) scheduled for may 1st. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp). The hcp reported that the patient said the neurostimulator (ins) battery was dead and the ins couldn¿t hold a charge and the ins ¿has not working¿ for like 6 months. The hcp clarified that the patient couldn¿t activate MRI mode to verify eligibility because the ins was dead and the patient wasn¿t able to charge the ins. The patient reported that he went for a while without using the ins and then he tried to recharge it at one point but was not able to. The patient reported that he followed up with the va and the va referred him to a manufacturer¿s representative (rep). The patient reported that one rep walked him through several steps of trying to ¿reset¿ the ins, but this was not successful. The patient reported that he met with a second rep who walked him through the same process. The patient reported that he had back issues in the past and they started up again and this was the reason for the MRI he needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was dead and the patient didn't bring their recharger, so the rep was unable to start a trickle charge. No further complications were reported.